Event description:
Provider states the end user lives in an apartment and when going through the entryway he is damaging the arm assembly pads and the front rigging, end user has diabetes and hard of hearing and may not be driving the chair properly. No property damage or injury alleged. No further information provided. Additional non-reportable malfunction for this device; provider alleges the end user is damaging the arm assembly pads.